Event description:
As reported, valved port which had been implanted in 2008 was found to be leaking. Leakage was noted during flushing, and after the port was accessed with a huber needle. It was stated that the incorrect style of needle may have previously been used to access the port by the patient or a nurse. The used device has been returned for evaluation. No patient complications were reported.

Manufacturer narrative:
Although the port used in the reported event has been returned for evaluation, the device analysis has not yet been concluded. Upon completion of the investigation, a follow-up medwatch will be submitted.